Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, prior to a procedure in the kidney using a ncompass nitinol tipless stone extractor, the device failed to open and close properly. The stone could not be caught. No section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Additional information has been requested.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 16apr2021: the issue with the device was discovered while checking the condition of the product prior to patient contact, a defective part was found. Another same type device was used to complete the procedure.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event description: as reported, prior to a procedure in the kidney using a ncompass nitinol tipless stone extractor, the device failed to open and close properly. The stone could not be caught. Another same type device was used to complete the procedure. No section of the device remained inside of the patient's body. No additional procedures were required due to the occurrence. No adverse effects were reported due to the occurrence. Investigation ¿ evaluation a document based investigation was performed including a review of complaint history, device history record (DHR), manufacturing instructions, the instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there were no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of relevant manufacturing and quality control documents was conducted. All extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU), provides the following information to the user. Precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. There are multiple possible causes for the reported issue that the basket would not open/close. Without the complaint device available for investigation, the cause could not be determined. The risk analysis for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.